Manufacturer narrative:
An event of the valve migration and complete atrioventricular block after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported events occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were effective orifice area 386.7cm2, perimeter of annulus 71.4mm, ascending aorta diameter 33.6mm and length of membranous septum was 3.2mm. During procedure, when the navitor was 80% deployed, the depth was at non-coronary cusp (ncc) 3mm, at left coronary cusp (lcc) 3mm, the device sank approximately 2mm upon removing the tab. The final implant depth was 5mm at ncc and 5mm at lcc. After the navitor implant, the patient developed complete atrioventricular block (cavb) and a temporary pacemaker has been implanted. The physician mentioned the patient does not have bundle branch block before. The patient left the operating room. The patient is currently under observation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migration and complete atrioventricular block after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.